Event description:
Reportable based on device analysis completed on 29nov2018. It was reported that balloon inflation failure occurred. The target lesion was located in the severely calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, it was noted that the balloon was did inflate well. The balloon was inflated 3-4 times at 2 atmospheres, but it was still unable to be inflated due to the calcification of the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.